Event description:
Reporter stated that a patient capillary sample was tested, using the suspect device, with a result of 2.4 inr. Within 30 minutes, an additional sample obtained from the patient was tested, using a laboratory instrument, with a result of 1.7 inr. Patient's therapy was not modified based on the value obtained on the suspect device. Reporter noted that an additional comparison was performed. The suspect device result was 3.5 inr and the corresponding lab value was 2.6 inr. Reporter was unable to provide any patient data related to this comparison. Liquid quality control testing had been performed on the suspect device and the results were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.